Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: voyager rx 2.5 x 15. Guide cath: heartrail fl3.5. Difficulty removing the balloon catheter over the guide wire can occur due to, but not limited to, a damaged guide wire, condition of the guide wire coating, patient anatomical morphology, wire manipulation technique, and/or lesion characteristics. In some instances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing, and/or pushing/pulling is required, the clearance between the guide wire and the balloon catheter can be reduced to an undesirable level and cause resistance between devices. Coagulation of blood or contrast can also be a factor in reducing clearance. The balloon catheter and the guide wire were not returned which may have aided in the investigation. A conclusive cause of the reported difficulty removing the balloon catheter over the guide wire cannot be determined. This type of reported event will continue to be monitored. The lot history record was reviewed and there are no non-conforming material records associated with this lot. There is no indication of a product quality deficiency. Manufacturing visually inspects 100% of the guide wire tip after loading into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the target lesion was in the distal left circumflex. The pilot 50 was placed in the target lesion, and a voyager rx 2.5 x 15 mm was used to perform two inflations at 14 atmospheres for 20 seconds each. When the voyager was attempted to be removed from the guide wire, it was unable to be removed. So, the voyager was removed together as a unit with the pilot 50. The guide wire was changed to a universal ii, and the same voyager rx 2.5 x 15 mm was used without issue to complete the procedure. There was no adverse effect to the patient. No additional information was provided.